Event description:
The customer contacted physio-contro to report that their device would not power on with dc or ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and ac power adapter. Physio-control determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u5, located on the power pcb assembly, which would not start up.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power pcb assembly and the ac power adapter. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.